Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Date of event: used first date of the month since exact event date was not provided. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that shaft break occurred. A synergy xd drug-eluting stent was selected for use. However, during preparation, it was found that the proximal shaft of the stent was broken. The procedure was completed with a new stent. There were no patient complications reported.